Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed roughness at the injection site. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was determined to be related to the environmental conditions where the product was stored and the constant exposure to any light (especially uv-light), oxygen, ozone, heat, and humidity. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of three (3) 250 ml intravia containers appeared to be abnormal which resulted in a leak. The issue occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.